Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the device showing a fill estimate different from what was anticipated, leading to a discrepancy of more than 30 units. There was no adverse impact to the customer¿s blood glucose level. Caller was educated by technical support on ensuring cartridge air removal prior to filling and reloaded the current cartridge, which resolved the issue with the display now showing an improved estimate of 180 units. No further action was required, though the patient will follow up if necessary.